Manufacturer narrative:
The subject device was returned for device investigation. A definitive root cause could not be identified. Based on historical data, possible causes include some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a blurry image. There were no reports of patient involvement.